Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from tidesign ev 4.2 ø5.5-2.5mm catalog # 25338 to astratech impl ev 3.6s 11mm os catalog # 26313.